Event description:
It was reported via the sales rep that the rod for the cup holder, mentioned below, broke during the surgery at the level of the welding under the tapering surface. It was further reported that the screw didn't brake but another rod had to be used to finish the surgery. Another device was available in the surgery room.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.